Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no photos or physical samples received for investigation. As a result, the reported condition could not be confirmed, and the root cause could not be determined. The reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate the reported condition. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the balloon developed a leak and was subsequently externalized to the patient.